Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about a year post implant of perfix plug, patient was diagnosed with infection and seroma thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists seroma and infection as possible complications. In regard to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-apr-2015) is considered to be a best estimate. This emdr represents the bard/davol perfix plug (device #3). Additional supplemental emdr's were submitted to represent bard/davol perfix plug (device #1) and perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by patient's attorney: (B)(6) 2015 - patient was diagnosed with bilateral inguinal scrotal hernias thereby underwent open repair with implant of three perfix plug (left - device #1 & device #2, right - device #3). Per operative notes,¿ as testicle was intimately associated with the hernia sac, orchiectomy was performed. The incarcerated sigmoid colon freed from the surrounding hernia sac and placed with two large perfix plug (device #1 & device #2) and sutured. After the plug placement, extra large patch was placed in the floor of the inguinal canal. To the right, a large perfix plug (device #3) was placed to the floor of the inguinal canal and tacked.¿ (B)(6) 2016 - patient was diagnosed with infected mesh thereby underwent open repair with explant of all the perfix plug (left - device #1 & device #2, right - device #3). Per operative notes, "seroma and chronic drainage were noted around the previously placed mesh. The indurated tissue and mesh (device #3) were removed. On the left side similar debridement was performed and mesh (device #1 & device #2) explanted. Attorney alleged that the patient had abscess, infection, pain, hernia recurrence and emotional injuries.